Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2017. Failure analysis: one (1) unit of catalog c3601, cusa excel 23khz tubing set, was received for evaluation. The unit was received in a polybag but not in the original package. The unit was visually evaluated, but no white powder was observed in the five (5) clips that the unit has attached. The device history record review was not performed because the finished good lot number was not provided. Trend analysis: after reviewing the complaint system since (B)(6) 2015, only this complaint related to ¿white powder on clips¿ has been reported. Complaint occurrence rate of approximately 0.000005 (5 x 10-6). Manifold tubing set. The root cause of ¿white powder on some clips¿ could not be determined, the unit was received decontaminated (cleaned up) with no evidence or presence of ¿white powder on some clips¿.

Event description:
On (B)(6) 2017, it was reported that the customer found white powder attached on some clips of the tubing set after sterilization. Event was confirmed when a sterile bag was opened before a procedure. There was no health problem or patient injury reported. Request for additional information was sent.